Event description:
Litigation papers allege that several months after the surgeries, the pt began suffering from excruciating pain in his hips and groin area. It became increasingly painful for him to walk and move his legs. Additionally, it is alleged the hip pops out of the joint on occasion. Further, it is alleged the pt intends to undergo revision surgery to remove his devices and replace them with new hip implant systems, if indicated by his doctor.

Manufacturer narrative:
Litigation papers allege that several months after the surgeries, the patient began suffering from excruciating pain in his hips and groin area. It became increasingly painful for him to walk and move his legs. Additionally it is alleged the hip pops out of the joint on occasion. Further it is alleged the patient intends to undergo revision surgery to remove his devices and replace them with new hip implant systems, if indicated by his doctor. Doi: (B)(6) 2008 - dor: none reported (right hip). Doi: (B)(6) 2009 - dor: none reported (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf record received. Ppf alleges metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2008; dor: none reported (right hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.